Event description:
Patient complained of burn on right elbow following lumbar spine scan using the synergy flex-m coil. Pink raised oval blister approximately 2cm in diameter was noted by the reporter, MRI technologist. Chief technologist stated a sheet was placed between coil cable and patient arm. Chief acknowledged operator manual documentation recommending foam pad be placed between coils and patient to avoid direct contact. Fse returned and checked coil electronics and function. Patient was first treated that day at the ER with topical ointment for 2nd degree burn. Patient returned to the ER for pain discomfort and was given pain medication and different topical ointment.